Event description:
It was reported the patient experienced erosion with the pump visible through the skin. Additional information indicated an infection was present with wound dehiscence. The pump was to be explanted, although the date of surgery had not been set. The patient outcome was unknown.